Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive in trying to clear the alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to no esc and act button response. The pump also had minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.